Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Unable to verify if pump not received stuck in manufacturing mode due to unresponsive buttons. Pump was received with unresponsive keypad/buttons (all buttons) due to corroded keypad traces. Unable to perform displacement test due to unresponsive keypad/buttons. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube.

Event description:
It was reported hat the battery compartment was cracked. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.